Event description:
On (B)(6) 2010, the patient reported that she believes the infusion device delivers more insulin than programmed. She stated that sometimes her blood glucose will elevate to 300 mg/dl and she will bolus and her blood glucose decreases to 98 mg/dl. Her normal blood glucose range is 98-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.